Manufacturer narrative:
The cast cutter was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Evidence of third party service and repairs was found. Based on the investigation details, the likely cause was problems with the cam, drive, bearings, and hood, which were each replaced along with other components.

Event description:
It was reported that the handpiece began overheating during a cast removal. The procedure was successfully completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.